Event description:
It is reported by the pt that the device was implanted in 2008, and that he has had pain and cannot walk any better than before the operation.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Evaluation summery: no product was returned for eval. Also, no x-rays were returned for review. Pt info such as height, weight, and pt activity is unk. Based on the available info, a definitive cause cannot be determined. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.